Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients battery was taking much longer to charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patients battery was taking much longer to charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.